Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that "blood was noted in the catheter cavity" is confirmed. A puncture to the bladder, consistent with contact from a sharp object, was found near the proximal end of the bladder membrane which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. The root cause of the bladder leak is undetermined, but a potential cause of how the catheter came into contact with a sharp object is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted in the left femoral artery. After insertion, blood was noted in the iab cavity. As a result, the iab was removed and replaced. The second iab was inserted in the right femoral artery. There was no report of patient complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted in the left femoral artery. After insertion, blood was noted in the iab cavity. As a result, the iab was removed and replaced. The second iab was inserted in the right femoral artery. There was no report of patient complications.